Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-01727. The patient had two ipgs/scs systems it was reported the patient was unable to successfully recharge their ipg (as recommended) located at their bra line due to its location. As a result, the ipg became inoperable over time. In turn, the patient's doctor decided to explant both of the patient's scs systems. Note: it is unknown which ipg was liable.